Event description:
Patient was in the operating room and was intubated with the surgical field set-up completed for elective cab/aortic root replacement. Scrub-techs found hole in backtable cover (under white plastic tray that comes in the heart-pack).all team members informed, surgical field and stand torn down - all items removed from room. A 50 mintue-intra-operative delay for new set up to be completed. Upon completion of surgery patient was transported to the ICU in critical condition. Days later, the patient had pacemaker implantation, othwerise had no significant postoperative complications and was discharged.